Event description:
It was reported the device system was explanted, but during the explant procedure "some" of the lead broke off and remained in the patient. The patient's health care professional was considering performing a magnetic resonance imaging (MRI), but there was concern over the remaining lead fragment. It was unknown if the patient was going to in fact have an MRI. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).